Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and found a failure of the machine flow sensor of the device. The device's machine flow sensor was replaced to address the issue.